Manufacturer narrative:
The reused single use fiapc probe is in the process of being returned for an evaluation (note: the instructions for use explicitly state that the probe is intended for single-use only and must not be reprocessed. Processing can affect the material properties and/or function of the product such that application in accordance with the intended use is no longer possible. It also cannot be ensured that the product will be sterile after processing.). If the device is returned/inspected and a conclusive determination is made as to the cause(s) of the event, then a follow-up MDR will be filed.

Event description:
It was reported that an erbe fiapc® probe was involved in an incident during an esophagogastroduodenoscopy (egd). No information was provided regarding the apc/esu system used, or the equipment settings employed during the procedure. Also, we are unaware of any other accessories used during the egd. Per the report, the fiapc probe was activated, but there was no tissue effect (note: it was reported that the single use device was being reused). Upon removing the fiapc probe from the scope, the user held the activated device by the distal end and slightly shook it. Then, an electric current suddenly flowed through the user's hand, causing an electric sensation. This resulted in a slight burn on the user's finger. No treatment or hospitalization was required.